Event description:
Customer reported receiving a battery out limit alarm on the insulin pump. Customer also mentioned that the reservoir compartment was cracking and pieces were broken off the battery compartment. Customer stated that sometimes the insulin pump does not power up after placing a new battery. Multiple no delivery alarms were also noted in the alarm history. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.